Event description:
It was reported to boston scientific corp on 9/11/08 that a hydrothermablator console unit (hta) refurbished was used during a therapeutic hydrothermal ablation procedure in 2008. According to the complainant, during the cool down phase, the front panel froze. Completed with same device. No pt complications were reported as a result of this event.

Manufacturer narrative:
The complainant was not able to provide the lot number of the suspect device; therefore, the device MFR date is unk. The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.